Manufacturer narrative:
Result: faulty cpu board.

Event description:
It was reported by service report that after installing the new cpu there was no electronic functions on the bed including the motors, scale, and bed exit. No pt involvement or adverse consequences were reported.